Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -11.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event is unknown. Status of the eye is "ok."

Manufacturer narrative:
H6: off-label - acd<3.0. Claim# (B)(4).